Manufacturer narrative:
Citation: chow scy et al. Direct aortic transcatheter aortic valve implantation: a feasible and effective alternative for patients with poor peripheral vascular access. Innovations. 2018; 13(3s):s125. Doi: not available ¿ literature abstract attached. Earliest date of publish used for event date (year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the feasibility and short-term outcomes of the direct aortic approach in patient with poor peripheral vascular access who underwent transcatheter aortic valve implantation. All data were collected from a single center between may 2015 and november 2017. The study population included 8 patients (mean age 79 years), all were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 1 death occurred at 5 days post implant due to cardiac causes. No other details were reported. Based on the available information, medtronic product was not directly associated with the death. Among all patients, adverse events included: reopening of the mini-parasternal incision for post-operative bleeding and mild paravalvular leakage. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.